Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated: produced lo readings, black chemistry observed. Most likely root cause is due to user having improper storage.

Event description:
Customer complained of e-5 error messages. Customer feeling well at this time. Customer confirms test strip vial was recently open and stored correctly. Customer stated he is well at this time. Customer verified that he was not using the suggested testing technique. The customer meter went into testing mode and customer received a reading of 275 mg/dl. Customer confirmed the e-5 error message appeared again. There was no MDR related to this issue.